Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent which, at the time of this report, continued as cloudy. Treatment with antibiotic therapy was continuing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as beginning therapy in an unclean area. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, stat), injection fortum (250 mg; frequency not reported) and injection reflin (250 mg in each bag; frequency not reported) intraperitoneally for the peritonitis. The patient outcome was unknown. Action taken with dianeal therapies was not reported. No additional information is available.